Manufacturer narrative:
Breaker. The issue was resolved for the customer by the service tech resetting the circuit breaker.

Event description:
It was reported by service report that the breaker at the foot of the bed was tripped. It is unknown if there was patient involvement or if there are adverse consequences to report.